Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that their weight had nothing to do with the event when ask of their weight. The circumstances that led disconnected wire due to complication in surgery was because they had trouble putting it in. The patient indicated that there was no steps taken to resolve the reported issues such as not helping with symptom, leaking and pain but was expecting a call from the nurse and has not had it yet till this day.

Manufacturer narrative:
Concomitant products: other applicable components are: product ID: 3889, serial# (B)(4), implanted: (B)(6) 2015, active product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported after complications with the patient¿s first implant, patient had a surgery for ins to be implanted on the left side. Patient reported, when patient went back to the hcp, as second ins was not working, the hcp told patient there were complications when implanting the ins. Patient reported that the hcp stated that two wires were disconnected, and ins was not working properly because of that reason. Patient reported ins was not working was patient¿s symptoms. Patient reported that ins was never turned on and patient has had trouble throughout the whole thing. Patient reported the trouble is what patient stated above. Patient later reported that she turned ins off because when ins was on, patient experienced a sharp pain inside patient¿s body. Patient further clarified that pain was happening when patient would go to the bathroom to defecate. Patient reported the pain was not present when patient went for urination. Patient reported that she figured ins was doing something to the patient, so the patient turned ins off. Patient reported she had not used ins since patient turned ins off. Patient reported she was having trouble with her symptoms. Patient sta ted she had ins for incontinence and patient could not stand her leaking. No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.